Event description:
Customer reportedly obtained results of 575 mg/dl, 105 mg/dl, and 120 mg/dl on the aviva system within 10 minutes. Customer took 20 units of humalog after receiving 575 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.